Manufacturer narrative:
Other, other text: returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, the accuracy failure was unable to be confirmed. Accuracy was found to be within +/-6%. The expulsor will be trimmed as a preventative measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump was over infusing. There was no patient involvement in this event. No adverse effects were reported.